Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the customer experienced elevated blood glucose (bg) levels, however, specific bg value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding these events was provided.